Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. All batches are released according to the required specifications. A lot code would be required for review of the complaint history and the batch documentation. No product returned for evaluation. As no product returned and all initial testing results are within specification a conclusive root cause could not be determined. All batches are released according to the required specifications. No product returned/insufficient information: as no product is returned, the complaint could not be verified however further trending is performed the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a patient experienced corneal burn and required a surgical intervention. An ophthalmic viscoelastic begin to turn white and bubbles appeared during cataract surgery. Details of procedure was not reported.